Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue appeared again.